Event description:
It was reported while using bd microlance cannula leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we received pink needles of the firm reference 303262 today. They are similar to our old reference but have a much too large bevel. We have had 2 incidents of contamination inside an isolator linked to these needles delivered to us: air enters when the needle is inserted into the vial, as the bevel brings the outside and inside of the vial into contact. + when removing the needle the vial flows along the needle. The operator didn't understand what had happened.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303262 and lot number 221202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures were provided showing the different needle products: material 303262 and material 304622. Material 304622 has a short bevel and material 303262 has a regular bevel. The new material 303262 is per product specifications; therefore, there is no product defect related to the bevel. As material 303262 has a change in bevel, this means that the needle needs to puncture the vial differently. Material 303262 should puncture the vial at an angle of penetration between 45 to 60 degrees for proper results.

Event description:
It was reported while using bd microlance cannula leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we received pink needles of the firm reference 303262 today. They are similar to our old reference but have a much too large bevel. We have had 2 incidents of contamination inside an isolator linked to these needles delivered to us: * air enters when the needle is inserted into the vial, as the bevel brings the outside and inside of the vial into contact. * + when removing the needle the vial flows along the needle. The operator didn't understand what had happened.